Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the sample drain, decontaminated the water bottle, and ran a system check, which passed. The cse performed quality control (qc), which was within range. The cause of the event was due to a failure of the fitting for the spc. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer contacted the siemens customer care center (ccc) and reported a leak from the sample probe cleaner (spc) line on the dimension exl with lm instrument. The customer was wearing personal protective equipment when cleaning the leak and there was no exposure to bio-hazardous material. The ccc specialist discovered that the fitting for the spc cleaner line perished and fell off the drain, which caused bleach to drop into the deionized water tank, contaminating it. The contamination caused failure of the heterogenous module wash test system check. Patient samples were not run until the instrument was operational, causing delay in testing. Numerous samples were checked and reran once the system was functional again. There are no known reports of patient intervention or adverse health consequences due to this event.